Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced hardware failure. Dexcom technical support advised patient's mother to reset device on (B)(6) 2014.